Event description:
It was reported that the atrial lead exhibited oversensing and low impedance. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the device exhibited high capture thresholds and was explanted on (B)(6) 2013.

Manufacturer narrative:
Final analysis found a partial lead was returned. An inner insulation abrasion was noted at the suture sleeve region from 23.5 cm to 23.7 cm from the connector pin, which likely contributed to the reported electrical anomalies.

Manufacturer narrative:
Final analysis found a partial lead was returned. An inner insulation abrasion was noted at the suture sleeve region from 23.5 cm to 23.7 cm from the connector pin, which likely contributed to the reported electrical anomalies. New information notes: the lead exhibited abrasion consistent with constant friction to another implantable device.